Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that over the past three weeks they noticed their heart rate "drops to sixty and then will jump to eighty, work its way down and then shoot back up." The patient states they were seen by their physician and a rep and the feature was trying to "prevent atrial fibrillation." The patient reported that the rep would "turn it one level lower" but the adjustment did not help. Follow up could not be obtained to clarify patient's claims. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.